Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced no delivery during bolus and insulin pump shutting off unexpectedly. It was reported that customer would have to change set and reset time and date. It was found that customer was using an insulin pump that was supposed to have be returned. It was reported that insulin pump would be returned.